Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 30 mg/dl. The customer stated that she had not checked her blood glucose during the night, and her dog woke her up. Upon waking, she ate to treat, bringing her blood glucose up to 69 mg/dl. She stated that her blood glucose lowered again from 61 to 54 mg/dl. She ate again to raise her blood glucose. She reported that she had spoken to her doctor about her device settings and adjusted them. She stated that she was using u500 insulin with the insulin pump and was advised that this was considered off label use.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.